Event description:
The contact stated that he tested his blood glucose with the customer's meter and rec'd a reading of 25 mg/dl. He retested using an accuchek meter and rec'd a reading of 126 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The meter and strips are to be returned for eval, and replacement products will be sent.